Event description:
The customer contact reported that during testing at the user facility, it was noted that the device did not have an audible alarm tone between the high and low volume settings. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.